Event description:
Consumer alleged back broke on chair and wheel broke. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model r51, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1106645 rev g (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer allegedly hit his head when he fell out of the wheelchair and was in the hospital for 2 days. He will be seeing his doctor for a check-up. His preexisting medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that his technician did go out and assess the consumer's chair. The technician indicated that the left drive wheel had non-invacare parts on the unit and the key way was missing. He also confirmed with the consumer that a non-invacare qualified technician worked on the chair. They used non-invacare parts and the unit was fixed incorrectly which caused the incident to occur. At this time, the technician from (B)(4) has provided the correct bolt and has replaced the missing parts. The chair is in working order. The dealer also advised the consumer that he cannot have just anyone repair his chair and that the warranty will be voided if this were to happen again. The parts are not being returned. They were confirmed to be non-invacare parts by the dealer.